Manufacturer narrative:
A field service engineer (fse) found the tubing through the normally closed side of pinch valve pv43 was disconnected. The fse replaced the tubing in pv43. He also found the instrument displayed r flags on all patients and controls for diff results. He removed the pump module, diff mixing module, and triple transducer module (ttm) , cleaned the instrument base plate, cleaned the instrument grounds for the pump module, and diff mixing module, replaced the pilot actuators to all pinch valves on the pump module and replaced the lower sheath restrictor. The instrument performance was verified. Although there were r-flags on the results generated by the instrument, the fse did not report any instances of erroneous results. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported that there was an uncontained clear liquid leak of approximately 100ml from a coulter lh 500 hematology analyzer while performing routine mode to mode tests. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.